Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to the patient's atrial fibrillation (af) with rapid ventricular response (rvr). Additional information was received which reported that the patient later received inappropriate anti-tachycardia pacing (atp) and another shock for what appeared to be af with rvr. Technical services (ts) discussed this with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.